Manufacturer narrative:
(B)(4).

Event description:
It was reported ". The doctor was kind of odd. He only did two on each side, which I believe caused a bulge to stick out on the other end. It's like squeezing a pillow with one arm and the bulge popped out in another area. I got a major urinary tract infection. He wouldn't answer my phone calls or respond for two weeks. I had to go to emergency because my urethra got closed off and I almost exploded my bladder". No additional information is available from the customer.

Event description:
It was reported, "the doctor was kind of odd. He only did two on each side, which I believe caused a bulge to stick out on the other end. It's like squeezing a pillow with one arm and the bulge popped out in another area. I got a major urinary tract infection. He wouldn't answer my phone calls or respond for two weeks. I had to go to emergency because my urethra got closed off and I almost exploded my bladder". No additional information is available from the customer.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.